Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). Device was returned due to the (B)(6) homechoice / homechoice pro iipv field communication and software upgrade. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n): rite - ground bond failed performance spec: measurement 0.110 ohm (specification 0.001 - 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.110 ohm (specification 0.001 - 0.100 ohm). The technician measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance was 75 milliohms. The technician measured door frame to door post resistance, resistance was 1 milliohm. The technician measured door frame to pem rear ground prong, resistance was 71 milliohms. The technician measured main ground post to pem rear ground prong, resistance was 5 milliohms. The technician measured main ground post to door frame, resistance was 70 milliohms. The technician moved the door ground wire lug, and the main ground post to door frame resistance now reads 8 milliohms. The assignable cause was determined to be poor door frame ground wire connection. Scrap the door ground wire. Device was sent to service.